Manufacturer narrative:
The patient was previously admitted for gastrointestinal bleeding on (B)(6) 2019 (reported in MFR # 2916596-2019-05283). Manufacturer's investigation conclusion: although transient elevations in power and corresponding flow were observed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported events could not be determined. The submitted system controller log file captured several transient elevations in power (as high as 7.8 w) and corresponding flow (as high as 10 lpm) occurring on (B)(6) 2019. No other significant changes in pump parameters were noted and no atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow causes erroneously high flow readings. Additionally, the patient care and management section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Bleeding and right heart failure are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 4 years 11 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during the analysis of the log file, there were elevated flows which were higher than the normal parameters for that set speed of 9000 rpm. There were observed power cable disconnects while on batteries. There were no other unusual events within the log file. Mean arterial pressure (map) elevated 98-116. Adjusted medications. Lactic acid dehydrogenase (ldh) was 238. Pulmonary fibrosis hemoglobin 2.3. Patient was now on dobutamine for palliative care due to right ventricular failure. No equipment replaced. Patient also had gi bleed with multiple procedures for bleeding arteriovenous malformations (avm) and transfusion on 9 units of blood.